Event description:
Reportedly, on operating, fired but the instrument could not be removed from the cavity. Rotated the wingnut properly but the anvil remained into the cavity. The surgeon then cut the rectal tissue and the anvil was retrieved. The instrument was discarded. Procedure: lower anterior resection.